Manufacturer narrative:
Concomitant medical products: 694965 lead, implanted: (B)(6) 2006, c4tr01 ICD, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead was partially explanted and replaced due to high thresholds. During explant, the lead broke off at the ostium of the coronary sinus. After hours of attempting to snare the lead, it was left in the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis summary: the medial portion of the lead was returned and analyzed. The analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.